Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor and the insulin pump show incorrect glucose values, especially in the morning. Customer uses soft sensor and the enlite sensor. Customer was advised to upload to carelink customer was unable to due to her computer not working. Customer believes that the device might be the issue. No further information provided.